Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that one of the pegs fractured off the trial. No further evaluation could be made with the provided pictures. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed with photos. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, the alliance glenoid 4 peg trial size 4 broke while being used for final trialing. When the surgeon went to pull it out of the glenoid, one of the pegs broke off the trial. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.